Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd unknown IV tubing leaked. The following information was provided by the initial reporter: kindly review the below customer concern for which pump (B)(4) opened: ¿rn spiked a new bag of versed, came back around 45 minutes later to an air in line alarm. Rn saw that the new bag of versed was empty, tubing was leaking, and there was a pile of medication on the floor. Rn kept defective tubing, unable to specifically find the leak but the tubing had beads of medication on it.¿